Event description:
On 12/25/2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a lab device. The reporter claimed obtaining a blood glucose reading of ¿190 mg/dl¿ with the subject meter and ¿126 mg/dl¿ on a lab device, performed within 30 minutes of each other. Based on statistical methodology